Event description:
A 8mm barricaid was implanted. Inserter tool was removed & the nerve root was lying right on the implant (which was sub flush). Surgeon wanted to tamp it in further so no issue of the implant irritating the nerve. The impactor was used & aligned properly but he had to adjust it around the nerve & upon doing so, ended up applying more pressure crainily on the anchor and created a new channel trajectory into the s1. Surgeon decided better to remove and not risk issues with the nerve on top of the implant with the implant being loose due to additional channel made within the bone.

Manufacturer narrative:
Patient ID was incorrect.

Event description:
A 8mm barricaid was implanted. Inserter tool was removed & the nerve root was lying right on the implant (which was sub flush). Surgeon wanted to tamp it in further so no issue of the implant irritating the nerve. The impactor was used & aligned properly but he had to adjust it around the nerve & upon doing so, ended up applying more pressure crainily on the anchor and created a new channel trajectory into the s1. Surgeon decided better to remove and not risk issues with the nerve on top of the implant with the implant being loose due to additional channel made within the bone.